Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure about 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at nominal pressure about 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. (E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 1mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.